Event description:
It was reported that the pt had noticed for the first time, whilst at holiday camp, that pt could not hear as well as the others. It was known that there was a problem with the reference electrode since 2000. However it had been possible with careful fitting to enable the pt to be able to hear well. The pt's hearing ability was routinely observed. The pt was explanted in 2004. During the operation it was noted that the 'clover leaf of the reference electrode had been damaged.